Event description:
It was reported that when the md tried to remove the catheter from the patient's lumbar spine after the operation, resistance was encountered. The md used forceps to remove the catheter and in doing so, the catheter broke approximately 5cm from the tip and remained in the patient. The catheter was surgically removed without complications and the outcome of the patient was fine. Note: the patient had an infectious disease (B)(6) but the sample has been sterilized with hypochlorous acid in the hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.